Event description:
It was reported that before the ablation procedure, the ep lab would only recognize the saline flow from two holes of the thermocool catheter. Despite the observations, the physician used the catheter anyway. The coagulum was then found on catheter. No alarm was noticed. No impendence was raised nor was any warning found. The settings during the procedure were 25-40w, imp 95-120 flow; pump 2ml/min during mapping and 17ml/min during ablation. The ablation points were approximately from 80-150 points. Five anticoagulation: 100e/kg act <300 controlled every second hour. According to the hospital, many "zero watt ablations" were applied when the generator lowered to zero without any notice. The usage and loading of pump applied without remarks. There was no pt consequence. The catheter will be sent back for investigation.

Manufacturer narrative:
(B)(4).

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). It was reported that this catheter irrigated only from two holes and there was a coagulum (char) on the catheter. Upon receipt, the char on the tip was confirmed. The catheter was tested and passed electrical, leakage, temperature bath, generator and patency/flow rate tests. Further information was received about the case confirming that the physician was using the catheter outside the recommended parameters indicated in the IFU. The flow rate that was being used during this case was not adequate for the power generated; this can create char on the tip electrode due to the reduced cooling. The root cause of this event seems to be user related. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.